Manufacturer narrative:
(B)(4). Results: upper occluder finger. The reported customer complaint of rate inaccuracy and failure to calibrate was confirmed and replicated on the returned pump module. Rate accuracy testing was performed. The pump module was found to be out of spec and could not be calibrated. Internal inspection found dried fluid on the upper occluder finger and in the pumping finger groves. Evidence of previous fluid ingress damage was also found on the bottom of the rear case. The pump module was cleaned of dried fluid residue and reassembled so that rate accuracy could be re-executed. Rate accuracy was performed and the pump module was found to be in spec and did not require calibration. The cause of the rate inaccuracy and failure to calibrate was due to a stuck upper occluder finger. The root cause of the stuck occluder was due to dried fluid on the upper occluder finger.

Event description:
Received a report from the svc depot that a device was received for rate inaccuracy and failed to calibrate. Contact with customer revealed that the problem with the pump was discovered upon priming and was not attached to the pt.